Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer slip syringe experienced leakage. The following information was provided by the initial reporter, translated from portuguese to english: I would like to inform you that a notification was opened with anvisa due to the suspicion of quality deviation, when aspirating medications it leaks and in some cases it was damaged even with the sealed packaging.

Event description:
It was reported that the bd plastipak¿ luer slip syringe experienced leakage. The following information was provided by the initial reporter, translated from portuguese to english: I would like to inform you that a notification was opened with anvisa due to the suspicion of quality deviation, when aspirating medications it leaks and in some cases it was damaged even with the sealed packaging.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.